Event description:
It was reported that the patient with dyspnea and dizziness presented for a follow-up in clinic. Upon interrogation, it was noted that the that the right ventricular (rv) lead and right atrial (ra) lead exhibited failure to capture and low pacing impedance. Fluoroscopy revealed that the rv lead and ra lead had dislodged. Ra lead was repositioned. However, when the physician tried to reposition the rv lead, it was noted the rv lead helix failed to extend. The rv lead was explanted and replaced. The patient was in stable condition.